Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that insulin pump had warping and rain bowing on screen that was makes it difficult to read display. Customer¿s blood glucose was unknown at the time of incident. Customer stated that insulin pump battery life was diminished and pump rewinds louder than before and pieces of plastic always chip off when infusion sets and reservoirs are inserted into pump. Insulin pump had once rejected a new battery. The insulin pump will not be returned for analysis.